Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the starting of a diagnosis procedure which got delayed by 10 minutes. The philips remote service engineer (rse) contacted the customer and confirmed that there was a disk full error. Review of the system log file confirmed the reported malfunction and showed errors with the image processor (ippc) disk bay. The rse performed the troubleshooting action by reconstructing the database and by increasing the database from 0 to 1000000 images. The rse restarted the system and after that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray exposure stopped. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.